Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed.

Event description:
Procedure performed: lap. Chole. Incident description: MDR 2027111-2018-00164 will address event 1 of 2. MDR 2027111-2018-00167 will address event 2 of 2. "Two separate incidents: the 1st incident the surgeon applied his clip and he claims there was bile leaking. Second (2nd) incident the surgeon had bile leak again." No unintended materials were left in the patients. "The patients are healthy." No patient injury or illness occurred associated with the event. The devices are not available for return. Additional information was received via email on 26-apr-2018, applied medical account manager. "So with the ca500..and talking with the account..the reason the clip is not being returned is because it was thrown away after the case. It was a day or two later that they realized there was a bile leak. Now, that is what I was told from previous conversations. I have been reaching out to the account to ask some more questions end of last week and once this week. I have not heard back as of it." Type of intervention: na. Patient status: "the patients are healthy."

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation, and the lot number was not provided. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.